Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/16/2012. This is a known potential adverse event addressed in the product labeling. Device evaluation: analysis of the returned device identified: opening curved on anterior (plug strap bond edge). A leak test and microscopic analysis was performed which identified: sharp opening plug strap bond edge due to an unidentified (tear) opening, creases fold, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area and a dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage.

Event description:
Patient reported having experienced a left side saline implant deflation. Device has been explanted.